Manufacturer narrative:
Device was not returned to the manufacturer for eval. We are unable to determine the cause of the event.

Event description:
It was reported that by the company rep and a user-facilities report that the pt underwent a cervical procedure to implant anterior plate and screws. The surgeon decided to bend the plate after placed two screws through the plate. He took the plate out with the screws still in the plate. He used the unlock tool to unlock the screws from the plate. He bent the plate to the desired lordosis. He implanted the plate again, and while screwing in the last screw, the center blue locking mechanism disengaged from the plate along with the locking ring. The plate and screws were replaced. The procedure was completed without further complications.